Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. According to the complainant, during the procedure, the distal tip of the delivery device detached. The first side of the sling had been implanted successfully on the patient's right side. When the physician attempted to implant the second side (patient's left side), the tip detached inside the mesh carrier. The delivery device was then pulled out from the patient's left side and the mesh carrier came out with the distal tip of the device inside it. No part of the device fell inside the patient. The implanted side of the sling was removed from the patient. It was reported that the physician was hugging the pubic ramus tightly when the delivery device tip detached. The mesh carrier was fully seated on the delivery device tip prior to insertion through the vaginal incision. The physician completed the procedure with a different device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the distal tip of the delivery device had broken off. This portion of the device was not returned. Additionally, the corners of the mesh body were found partially unraveled. Operational context contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. According to the complainant, during the procedure, the distal tip of the delivery device detached. The first side of the sling had been implanted successfully on the patient's right side. When the physician attempted to implant the second side (patient's left side), the tip detached inside the mesh carrier. The delivery device was then pulled out from the patient's left side and the mesh carrier came out with the distal tip of the device inside it. No part of the device fell inside the patient. The implanted side of the sling was removed from the patient. It was reported that the physician was hugging the pubic ramus tightly when the delivery device tip detached. The mesh carrier was fully seated on the delivery device tip prior to insertion through the vaginal incision. The physician completed the procedure with a different device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."